Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from a patient sample (troponin I es= 0.091 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected troponin I es patient result was not reported from the laboratory. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci immunodiagnostic system. There was no indication that a reagent related issue contributed to the event. An ocd field engineer performed service actions on several analyzer sub-systems. Performance testing following service verified that the equipment was returned to expected operation. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. It is unknown if the service actions performed were related to the event, therefore an instrument related issue cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing cannot be ruled out as a potential contributing factor.